Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082590.

Manufacturer narrative:
Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ping meter was displaying the "error 2" message. The complaint was classified based on the customer care advocate (cca) documentation. The patient's mother reported the alleged issue began on (B)(6) 2011 at around 2:00pm. The mother informed the cca that the patient manages his diabetes with an insulin pump. Due to the alleged issue, the mother stated the patient denied taking any action regarding his diabetes regimen. At 5:00am the following morning, the mother stated the patient woke up with a stomach ache and was vomiting. In spite of his symptoms, the mother stated the patient denied seeking any medical treatment. At the time of troubleshooting, the cca noted the patient was not a first time user to the subject meter, the correct test strips were used, there was no misuse of the meter, and the alleged error message did not occur when the power button was pressed. The alleged error message was not resolved. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms do not meet the criteria for a serious injury and the patient did not receive any form of medical intervention. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.